Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the intraocular lens was "placed in the injector and it is stuck, it does not run. Then the haptic breaks." Additional information has been requested; however, further information has not been received.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. All product and batch history records are quality reviewed prior to product release. There have been no other complaints for this lot. The manufacturer internal reference number is:(B)(4).